Event description:
It was reported that a loss of telemetry monitoring occurred for approximately 9 patients for three 10-15 minute periods. No injury or delay in treatment was reported. The healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.